Manufacturer narrative:
A supplemental MDR is being submitted due to device was returned for evaluation. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was returned for evaluation. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was reported for evaluation. Returned device was visually examined, and the following was observed: liner fully expanded as designed. Radial and axial tip tear along distal liner edge; hdpe stretching along axial and radial tear and soft tip damage. All score lines present; scratches along distal sheath shaft. Due to the nature of the complaint, no functional or dimensional testing was performed. The complaint was confirmed through visual examination. Imagery was provided by the site and the following was observed: patients access vessel had presence of tortuosity and calcification in the femoral bifurcation region. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath plus, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The reported events were confirmed per evaluation of the returned device. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were confirmed via imagery. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. The 16f esheath was introduced into the body with no issues. The 29mm commander delivery system and 29mm sapien 3 ultra resilia valve were then introduced and the balloon portion tracked perfectly. Once the valve got to the end of the sheath the doctor said it felt stuck with resistance. He pulled back and readvanced the system and said it eventually went. The valve was then aligned and deployed with no issues. At the end of the case the sheath was removed without issue or injury. The doctor did point out to me at the end of the case that "it looked as if the tip of the sheath ripped".